Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indications for use was spinal pain. On (B)(6) 2019 it was reported that the pump was flipping. The environmental, external or patient factors that may have led or contributed to the issue, the diagnostics and troubleshooting performed as well as the actions and interventions taken to resolve the issue was noted as ¿n/a¿. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. Surgical intervention did not occur but was planned. The pocket revision surgery was scheduled for (B)(6) 2020. The patient status was noted as alive, no injury and no further complications were reported or anticipated.